Event description:
Additional information received reported the patient was doing ¿fine.¿

Event description:
Additional information: the patient was hospitalized regarding pain issues, but it was "not related" to the device.

Event description:
It was reported that a short 24 gauge needle being used to aspirate the catheter access port (cap) was "bad." The clinician was in the port, but unable to aspirate. The clinician had accessed the port a few days prior and did not suspect a catheter problem. A short 25 gauge needle was used; it worked "fine" and the clinician was able to easily aspirate cerebral spinal fluid (csf). The needle was unavailable for return. The patient experienced no symptoms related to the needle issue and seemed to be receiving effective therapy; however the patient was currently in the hospital for pain issues. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4)....

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_refillneedle, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8540, lot# cs2151, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).